Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Even though they did say she had a total of three liters of blood loss, the nurse said the patient was doing well, and it was not a true atony issue. [Device ineffective] no additional ae reported. [No adverse event] case narrative: this spontaneous report originating from united states was received from a other health professional (nurse) via field-based employee (fbe) referring to a female patient of unknown age. The patient's concurrent conditions included atony issue. The patient's past medical history, concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (default) (lot and expiration date were not reported) for an unknown indication. A labor and delivery nurse at medical center reported to nurse they had a vacuum-induced hemorrhage control system (jada system) in a patient, but they were also in interventional radiology (ir) so nurse felt like that was an escalation of care. Even though they did say the patient had a total of three liters of blood loss, the nurse said the patient was doing well, and it was not a true atony issue. The vacuum-induced hemorrhage control system (jada system) was helpful in controlling the atony, but after the vacuum-induced hemorrhage control system (jada system) was in place they still took the patient to ir (device ineffective). No additional adverse event (no adverse event) and product quality complaint was reported. Upon internal review, the event device ineffective was considered to be serious due to required intervention (devices). Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Event description:
Even though they did say she had a total of (B)(4) liters of blood loss, the nurse said the patient was doing well, and it was not a true atony issue. [Device ineffective] no additional ae reported. [No adverse event] case narrative: this spontaneous report originating from united states was received from a other health professional (nurse) via field-based employee (fbe) referring to a female patient of unknown age. The patient's concurrent conditions included atony issue. The patient's past medical history, concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (default) (lot and expiration date were not reported) for an unknown indication. A labor and delivery nurse at medical center reported to nurse they had a vacuum-induced hemorrhage control system (jada system) in a patient, but they were also in interventional radiology (ir) so nurse felt like that was an escalation of care. Even though they did say the patient had a total of (B)(4) liters of blood loss, the nurse said the patient was doing well, and it was not a true atony issue. The vacuum-induced hemorrhage control system (jada system) was helpful in controlling the atony, but after the vacuum-induced hemorrhage control system (jada system) was in place they still took the patient to ir (device ineffective). No additional adverse event (no adverse event) and product quality complaint was reported. Upon internal review, the event device ineffective was considered to be serious due to required intervention (devices). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information was received on 28-may-2024 from a other health professional (nurse) via field-based employee (fbe) referring to a female patient of unknown age. The patient's medical history included vaginal delivery, uterine embolization and cervical laceration repair. The patient's concurrent conditions included atony issue, cervical laceration, unicornuate uterus (anomalous uterus). This was patient¿s first baby. Nurse reported that they ¿started off with a cervical laceration repair, did a manual evacuation and then placed the vacuum-induced hemorrhage control system (jada system). Nurse reports the patient then had a uterine embolization with interventional radiology (ir). On imaging it appeared the patient had an anomalous uterus. An exploratory laparoscopy was done and then the patient had a hysterectomy. Nurse reported after removal of the patient¿s uterus it was found to be a unicornuate uterus. No issues with the vacuum-induced hemorrhage control system (jada system) itself.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This case has been downgraded per internal review and no longer meets criteria for device reportable event. The report is being submitted one last time.